Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed. The customer's blood glucose was 52mg/dl. The customer made an attempt to push esc and screen went blank. Customer had low blood glucose in the morning, treated with juice and almost fainted. The customer's current blood glucose was 65mg/dl. The customer was advised the pump will be replaced and revert to back up plan.